Manufacturer narrative:
Clinical code: 1706 - anemia: the site reported the event as post operative anaemia. Impact code: 2199 - no health consequences or impact: the event was resolved without sequalae and the patient remains on the study. 4613- minor injury/ illness / impairment- the type of recovery was resolved with treatment. Medical device problem: 3190 - insufficient information: awaiting information from the site. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 3331 - analysis of production records: a review of the manufacturing and quality control records for this batch confirmed that the product was manufactured to specification. 4110 - trend analysis: a 4 year review was performed for thoraflex hybrid > medical event > nature of event (anemia) this gave an occurrence rate of less than 0.001%. No trend identified that required action at this time. 4111 - communication/interviews: additional information has been requested, waiting on information from the site. 4117 - device no accessible for testing: the device remains implanted. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available.

Event description:
Event name: post-operative anaemia. Extend-001 study (B)(4), patient: (B)(6), post operative day 1 (on (B)(6) 2025), had a low blood count. Patient outcome: the site have indicated that no action was taken to treat the adverse event but that the type of recovery was resolved with treatment. The event was considered resolved on post-op day 11 (on (B)(6) 2025). The event was moderate in severity.

Manufacturer narrative:
Clinical code: 1706 - anemia: the site reported the event as post operative anaemia. Impact code: 2199 - no health consequences or impact: the event was resolved without sequalae and the patient remains on the study. 4613- minor injury/ illness / impairment- the type of recovery was resolved with treatment. Medical device problem: 2993- adverse event without identified device or use problem: a full batch review was performed for (B)(4), and no issues were identified during manufacturing process from raw materials to finished products. Since minimal information/ post-op scans was provided for the complaint to confirm on the root cause of anaemia that could be determined. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 3331 - analysis of production records: a full batch review was performed for (B)(4), and no issues were identified during manufacturing process from raw materials to finished products. 4110 - trend analysis: a 4 year review was performed for thoraflex hybrid, medical event, nature of event (anemia) this gave an occurrence rate of less than 0.001%. No trend identified that required action at this time,. 4111 - communication/interviews: additional information was received on 23 jul 25 confirming the patient had latex allergy or anaphylactic reaction , however not related to anaemia. Patient was medically treated in preparation for the procedure with prophylactic antibiotics. There is no angiogram for this subject because he did not have an extension procedure. 4117 - device no accessible for testing: the device remains implanted. Investigation findings: 3221- no findings available- the site had provided minimal information regarding the complaint. 213- no device problem found- site confirmed the event was not related to a device failure/deficiency. A full batch review confirmed no issues were identified during manufacturing process from raw materials to finished products. Investigation conclusion: 4315 - cause not established- due to the limited information and lack of post-operative scans, determining the underlying cause of the anaemia could not be confirmed. 67- no problem detected- site confirmed the event was not related to a device failure/deficiency. A full batch review was performed for (B)(4), and no issues were identified during manufacturing process from raw materials to finished products.

Event description:
Event name: post-operative anaemia. Extend-001 study, ((B)(6)), patient (B)(6), post operative day 1 ((B)(6) 2025), had a low blood count. Patient outcome: the site have indicated that no action was taken to treat the adverse event but that the type of recovery was resolved with treatment. The event was considered resolved on post-op day 11 ((B)(6) 2025). The event was moderate in severity. This report is being submitted as follow up #1 for manufacturing report number 9612515-2025-00059 to provide event closure information for (B)(4).